Event description:
This is a literature report of a 46-year-old male who was treated for temporomandibular joint syndrome with injections of sodium hyaluronate (MFR. Unk). He rec'd weekly intra-articular injections in the right temporomandibular joint for five years. He developed pain in the preauricular region and limited mouth opening. Three years later, the pain increased. The pt denied trauma to the area. Examination revealed tenderness and slight swelling in the right preauricular area. The maximum mouth opening was 31mm. The mandible shifted towards the affected side during mouth opening. X-rays, magnetic resonance imaging, and computed tomography were done and three months after presentation a sequestrectomy was performed under general anesthesia. A reddish purple area was found on the lateral surface of the articular tubercle which was curetted. No other abnormality was noted, the specimen showed a necrotic bone with loss of viable osteocytes with few inflammatory cells. One month later, the pain and swelling had decreased. The maximum mouth opening has increased to 40 mm. There was no clinical or radiographic evidence of recurrence. The author concludes that with infection ruled out the bone necrosis was attributed to the injected healon. The sequestration was most likely caused by the mechanical irritation produced by the needle tip during the intra-articular injections. This case illustrates the need for a gentle injection technique.